Event description:
One lot of monoject straws has been found to include defective straws that are ineffective for infant feeding. A small number of these straws from the same lot have been reported by staff. Lot #2529705864, expiration date 9/30/2030.